Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pieces of the insulin pump are missing on reservoir compartment. The customer¿s blood glucose level was unknown. Customer stated the plastic thing that holds the reservoir on is not there and the plastic ring is gone too. The reservoir keeps sliding out of the pump. The customer was assisted with troubleshooting and customer stated that she keeps pump in her bra and when she took the pump off to take a shower she noticed something fly off of it, and she noticed that the reservoir was free spinning in the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.